Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis.

Event description:
It was reported that this right atrial lead had a dislodgement at a valve surgery. On lead revision, it showed helix extension/retraction issues, therefore the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity and x-ray tests. As for the visual inspection test, this was failed as dried blood was noted in housing and neck region. The dislodgement allegation was not confirmed as the lead tip appeared normal. The helix allegation was confirmed based on the field report and the finding of dried blood in the helix housing.

Event description:
It was reported that this right atrial lead had a dislodgement at a valve surgery. On lead revision, it showed helix extension/retraction issues, therefore the lead was explanted. No additional adverse patient effects were reported.